Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("abnormal bleeding( menorrhagia)") in a 27-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. Concomitant products included paracetamol (acetaminophen) from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and pelvic adhesions ("serosal adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety, cystitis, dysmenorrhoea, endometriosis and pelvic adhesions outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details((B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 21-jul-2010: complex area seen in the left ovary is likely cyst ultrasound scan - on 18-dec-2015: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Events cystitis, dysmenorrhea, endometriosis and serosal adhesions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("abnormal bleeding( menorrhagia)") in an adult female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: complex area seen in the left ovary is likely cyst. Ultrasound scan - on (B)(6) 2015: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding( menorrhagia)') in a 27-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Previously administered products included for an unreported indication: mirena from 2004 to 2009. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. Concomitant products included paracetamol (acetaminophen) from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and pelvic adhesions ("serosal adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and cystitis had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, endometriosis and pelvic adhesions outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details (B)(6) 2010: 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. No free spillage of contrast, collection of contrast adjacent to the distal aspect of the left fallopian tube. While this does not represent free spillage, there is likely some degree of communication with the endometrial cavity and the distal aspect of the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2010: results: complex area seen in the left ovary is likely cyst. Ultrasound scan - on (B)(6) 2015: results: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of pelvic pain, abnormal bleeding, cystitis updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding( menorrhagia)') in a 27-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Previously administered products included for an unreported indication: mirena from 2004 to 2009. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. Concomitant products included paracetamol (acetaminophen) from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and pelvic adhesions ("serosal adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and cystitis had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, endometriosis and pelvic adhesions outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details ((B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. No free spillage of contrast, collection of contrast adjacent to the distal aspect of the lett fallopian tube. While th is does not represent free spillage, there is likely some degree of communication with the endometrial cavity and the distal aspect of the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2010: results: complex area seen in the left ovary is likely cyst. Ultrasound scan - on (B)(6) 2015: results: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding( menorrhagia)') in a 27-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Previously administered products included for an unreported indication: mirena from 2004 to 2009. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. Concomitant products included paracetamol (acetaminophen) from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and pelvic adhesions ("serosal adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and cystitis had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, endometriosis and pelvic adhesions outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details((B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. No free spillage of contrast, collection of contrast adjacent to the distal aspect of the lett fallopian tube. While th is does not represent free spillage, there is likely some degree of communication with the endometrial cavity and the distal aspect of the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2010: results: complex area seen in the left ovary is likely cyst. Ultrasound scan - on (B)(6) 2015: results: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of pelvic pain, abnormal bleeding, cystitis updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy and device removal). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding( menorrhagia)') in a 27-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Previously administered products included for an unreported indication: mirena from 2004 to 2009. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, lost weight, back disorder, pain menstrual, leg pain and adhesion. Concomitant products included paracetamol (acetaminophen) from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2016, the patient experienced cystitis ("cystitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), endometriosis ("endometriosis") and pelvic adhesions ("serosal adhesions"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and cystitis had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, endometriosis and pelvic adhesions outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details((B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. No free spillage of contrast, collection of contrast adjacent to the distal aspect of the lett fallopian tube. While th is does not represent free spillage, there is likely some degree of communication with the endometrial cavity and the distal aspect of the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2010: results: complex area seen in the left ovary is likely cyst. Ultrasound scan - on (B)(6) 2015: results: right ovary may contain an ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of pelvic pain, abnormal bleeding, cystitis updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("abnormal bleeding( menorrhagia)") in an adult female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, cholecystectomy, cyst removal, pulmonary embolism and abdominal pain. Concurrent conditions included fatigue, dizziness, ovarian cyst, ovarian torsion, vaginal odor, vaginal discharge, nausea, vomiting, weight decreased, back disorder, pain menstrual, leg pain and adhesion. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy and lysis of adhesions) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details (B)(6) 2010): 3 coils were noted on the right. 2 coils were noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: complex area seen in the left ovary is likely cyst ultrasound scan - on (B)(6) 2015: right ovary may contain an ovarian cyst concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter's information and lot number were updated. Events added: abnormal bleeding(vaginal, menorrhagia), pain, depression, mental anguish. Outcome of event pain was updated from unknown to recovering/resolving. Lab data,concomitant and historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.